Event description:
It was reported that some time after implantation of a vena cava filter, filter limb fracture was discovered. Allegedly, surgical intervention was performed. The filter was successfully removed. The current status of the patient is unk.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.